Event description:
A customer reported to baxter corporate product surveillance an unknown t-connector extension set in which the septum popped out during patient use. According to the report, the t-connector was attached to an infant patient for an unknown amount of time. The interlink was previously accessed using a bd cannula. The reporter could not clarify how long the t-connector was in use, but clarified that the extension sets are changed out twice a week. The medication being administered was total parental nutrition (tpn). The nurse observed that the septum was popping out . The extension set was changed out and therapy continued as normal. Therefore, there were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.